Event description:
Distributor reported an incident to this manufacturer occurring during a routine hemodialysis treatment where it was reported that there was visible air in the venous blood line of the extracorporeal blood circuit during a routine treatment and that the cycler did not alarm for the presence of air. While air was being removed from the access needle, the patient collapsed. Paramedics were summoned. According to consultant nephrologist at dialysis facility, the paramedic report stated upon arrival, patient was confused and drowsy with a bp of 77//44. Paramedics administered 500cc normal saline for blood pressure support and brought patient to hospital. Patient presented at hospital as "fairly well" with bp of 109/70 with no signs of hypoxia and was admitted. Patient was discharged from hospital approximately 10.5 hours later with no additional medical intervention reported.

Manufacturer narrative:
Return of the nxstage system one cycler is pending and a follow up report will be submitted.